Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), and there was no adverse impact reported. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred.